Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, high left ventricular pacing impedance measurements were exhibited. A lead fracture was suspected and further assessment is to be completed at a later date. No resulting adverse patient effects nor system changes, have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine follow-up, high left ventricular pacing impedance measurement were exhibited. A lead fracture was suspected, and further assessment is to be completed at a later date. No resulting adverse effects nor system changes have been reported. The leads remains in service. No adverse patient effects were reported. Additional information indicated that the lead was surgically abandoned. The implanted system was replaced with implantable cardioverter defibrillator (ICD). No new lead was implanted. No additional adverse patient effects were reported.